Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal (concentration and lot unknown; dose 611.8mcg/day) in flex dosing via an implantable infusion pump. Indication for use was intractable spasticity and post spinal cord injury. The patient's dose was increased on (B)(6) 2016 and "he thought he needed more" so the dose was increased again on (B)(6) 2016. The patient currently was having buzzing in his ears and "swears he doesn't feel it until an hour later." The patient "thinks he's getting too much." The event date was reported as (B)(6) 2016. No interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.